Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, h6.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted. Device discarded.

Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-10399. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.